Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
It was reported that the customer requested a log review to check what was programmed by the nurse. The order was for hydromorphone 10mg/50ml to infuse at 0.2 mg/hr but the customer thinks that the nurse entered 0.2 mg/kg/hr when programming the rate. This occurred on (B)(6) 2021 from approximately 1400 to (B)(6) 2021 at approximately 1600. The nurses do not know how much volume had infused or how much was left but they believe that the rate was 3.6 mg/hr and that there was no alleged pump malfunction. Patient impact not provided. Although requested, further information not provided.

Event description:
It was reported that the customer requested a log review to check what was programmed by the nurse. The order was for hydromorphone 10mg/50ml to infuse at 0.2 mg/hr but the customer thinks that the nurse entered 0.2 mg/kg/hr when programming the rate. This occurred on (B)(6) 2021 from approximately 1400 to (B)(6) 2021 at approximately 1600. The nurses do not know how much volume had infused or how much was left but they believe that the rate was 3.6 mg/hr and that there was no alleged pump malfunction. Patient impact not provided. Although requested, further information not provided.

Manufacturer narrative:
A review of the complaint history record was performed for pcu sn (B)(6) which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 21mar2012. The review was performed from the date of manufacture to the present date 21may2021. A review of the device history record for pcu sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for pcu sn (B)(6) was performed which did not confirm similar complaints with the same or related failure mode.